Event description:
A report has been received from a physician via wyeth germany regarding a 60-year-old male pt who received two doses of synvisc (10/31 and 11/7/1997) in his lift knee in the treatment of knee pain. Concomitant therapy and additional medical history were not provided. Following the second injection the pt experienced severe pain in the knee-joint. An arthroscopic lavage was performed on 11/11/1997. Diagnosis: a suspected allergic hypersensitivity effusion of the injected knee followed by an infection (staphylococcus aureus) and hypertonia. Treatment included: gentamicin, amoxicillin, clavulanic acid, mezlocillin; daily lavage of knee joint; as well as thrombosis-prophylaxis with heparin; cooling; elevation; and bandaging. This report is being submitted at the distributor's request, as they have recently determined that they had a reporting responsiblity during the time period that this event occurred. The MFR had an established MDR review and closeout process in place, and this was followed according to the business arrangement between the two parties. The MFR has investigated and appropriately closed this case. It was not deemed reportable according to MDR regulations. The MFR has included this case in the safely summary of the PMA annual report for this device medical product.